Event description:
It was reported that a trained physician attempted arteriotomy closure using the starclose device after an interventional procedure. It was not possible to advance the thumb advancer all the way. The device was removed and hemostasis was achieved with manual compression. Another attempt was made to advance the thumb advancer outside the patient; however, it would not split the last 1 cm of the sheath. There was no patient adverse effects. No additional information is available.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received; however, the lot number was provided. Review of the device history record for this lot is forthcoming. A supplemental report will be submitted with this information.